Event description:
Additional information was obtained through follow up with the company representative. The adverse events were related to the products; serial numbers are unknown; the products were discarded at the customer's facility. No further information was provided.

Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained from the company represen tative. All information provided is included in this report. Additional information: b5; g3 if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: flexcath steerable sheath. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Of note, multiple patients/multiple methods/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers/methods/manufacturers. The overall baseline gender characteristics is male; the age of the patients was 63 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿clinical impact of rapid ventricular pacing on the left atrial posterior wall isolation by a cryoballoon application: a randomized controlled trial.¿ j interv card electrophysiol. 2020 jan 2. Pii: 10.1007/s10840-019-00641-9. Doi: 10.1007/s10840-019-00641-9. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during a procedure using a cryoballoon ablation catheter system. There were seventeen (17) patients who experienced esophageal injury or ¿mild¿ erosion; with no indication of treatment/resolution indicated. There were seven (7) patients who showed ¿mucosal redness;¿ with no indication of treatment/resolution. Fourteen of the patients experienced ¿gastric hypomotility;¿ even though the patients had been in a fasting state. One of these 14 patients had nausea, which disappeared in two days. There were three (3) patients who experienced transient phrenic nerve palsy (pnp); all of which resolved by the end of the ablation procedure. The patient recovered after medical therapy was administered. Of note, multiple patients/multiple methods/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers/methods/manufacturers. The status/location of the cryoballoon catheter system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.